Manufacturer narrative:
Follow-up #1 (submission 05/11/2012)-device evaluation: animas received the pump involved with this complaint and completed a device evaluation on 04/13/2012. Investigation confirmed that the keypad was fully intact, with no peeling or damage observed. The keypad was removed: there was evidence of keypad contamination was located under the "contrast," "up," "down," and "ok" contact button. The "contrast," "down," and "up" keys respond with button presses. The "ok" key was intermittently responding with button presses. The "contrast," "up," "down," and "ok" keys have normal spring back or click. In conclusion, there was button contact contamination without visible physical keypad damage.

Event description:
The reporter contacted animas on (B)(4) 2012 alleging that the 'ok' keypad button is not responding to presses at all. The reporter indicated that the button has been sticky for the past week. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.